Event description:
During surgery for femoral neck fracture, it was found that the cement set too quickly. The setting time was 6 minutes. Due to the event, a cement plug (depuy) was placed into the canal and cement was filled in the canal. However, the stem and the cup could not be placed and the pt was closed. The mixing time is unk. The operating room temperature is between 16 to 20 c since the air conditioner is not working well, the temperature was not stable. The mixing component used was acm ((B) (4)). The surgeon is possibly giving up to perform another surgery to place the stem and the cup due to the pt age. All of the polymer and the monomer were used. No antibiotics or any other additive was mixed with the cement. The cement was stored at the distributor's warehouse (the period of time stored is unk) at the room temp (the exact temp is unk however, it was not air conditioned although.) And, then the cement was brought to the hosp and stored in the refrigerator at 5 c (the period of time stored in the refrigerator is unk) and it was taken out at 9:30 am on the day of surgery. And it was placed in the surgery room (between 16-20 c) til 3 pm, and it was used. The x-ray is requested to the sales rep. No sample from this lot is available for eval.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B) (4).